Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient experienced withdrawal symptoms and less pain relief. Interrogation revealed a registered rotor stall without a recovery. A catheter study was performed on (B)(6) 2010, with no anomalies; the catheter was working fine. The pump had been implanted for five years. The pump could not be reprogrammed and was therefore explanted and replaced. The patient was doing fine since the pump was replaced. The medication being delivered via the device system was morphine.